Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was displaying a powering off during use and would not hold the battery charge. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at approximately 6am. The patient reported that he manages his diabetes with metformin pills 1000mg and lantus insulin (20 units) and reported skipping his medication also at 6am as a result of not being able to obtain a blood glucose reading. The patient claimed that approximately 1 hour and 5 minutes after the alleged issue occurred he developed symptoms of ¿sweating, eyes blurry and throwing up, unable to walk.¿ he reported that he contacted his doctor by telephone and was advised to take 2 tablets of his metformin pills (2000mg) 2x per day and 36 units of lantus 2x per day. The patient reported going in to see his doctor later that morning at 11am and a test was performed on the doctor¿s meter and a reading of ¿106mg/dl¿ was obtained. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; it was not clear if the meter was due to be re-charged. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, skipped his diabetes medication and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.